Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an unexpected restart. The customer¿s blood glucose level was unknown. The customer stated that they changed battery for uploading the pump to care link and received an unexpected restart alarm. The troubleshooting was performed and was advised to remove the current battery from the pump and insert a new battery (per IFU guidelines) and pump alarmed unexpected restart. The customer advised that the pump will need to be replaced. The customer advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test and unexpected restart error alarm test. No unexpected restart error alarm anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.